Manufacturer narrative:
Investigation: the disposable set is unavailable for return and investigation. The run data file was analyzed for this event. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file did not find a conclusive cause for the higher than expected wbc content in the platelet product as reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher than expected wbc content in the platelet product could be (B)(6)-related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher than expected wbc content in the platelet product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore, no patient information is reasonably known at the time of the event. (B)(6) the disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.